Event description:
Device report from synthes (B)(4) reports an event in reunion as follows: the complaint received states the surgeon has implanted a screw and another competition device. The surgeon is not aware if the patient is allergic at our device or at the competitor device. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.